Event description:
Per the clinic, the patient experienced headache and uncomfortable sensation with device use. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed 12 aug 2015.